Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text : device remained implanted.

Event description:
A company representative reported that the tulip of an oasys occiput plate assembly fractured post-operatively. No adverse consequences were reported. Revision surgery has not been performed nor scheduled at this time.

Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
A company representative reported that the tulip of an oasys occiput plate assembly fractured post-operatively. No adverse consequences were reported. Revision surgery has not been performed nor scheduled at this time.